Event description:
It was reported the paddles were damaged. No patient involvement reported at this time.

Manufacturer narrative:
The fse evaluated the device onsite and found the issue. The fse confirmed the report of damaged paddles. The fse replaced the device's external paddles. The device passed all performance assurance tests and was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of the external paddles. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the external paddles to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.